Event description:
It was reported that there was a surging sensation. When the patient was by her microwave in her home, the implantable neurostimulator (ins) "went batty." The security gate at the store caused the ins to increase in stim. In addition, the patient went into the healthcare professional (hcp) office last thursday, and they put some antenna over the ins and it did a print out of information on the ins. Since then, she was having trouble recharging the ins. The battery was not increasing on the ins. They were getting eight bars on the recharger, and getting the bars on the battery, but it was not increasing. The caller had two rechargers and they both were not getting the ins to increase. They were able to get the left ins to recharge to ¾ battery yesterday and today. Patient services had the caller reset the recharger, and they were able to recharge on the right side but the left was not increasing. The caller had trouble with the cord when plugging it in, but currently had the plug icon on the screen. At times, he had to unplug it, and plug it back in. They performed an antenna locate feature, and they were getting 30. They tried using it all over the ins and off as well, but the only number they were getting was 30. The antenna was getting really warm but not super-hot. The patient's husband said it did not feel warm on her body. The caller was redirected to the patient's hcp. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to report # 3004209178-2015-04544.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37714, serial# (B)(4), implanted: (B)(6)2012, product type: implantable neurostimulator. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37754, serial# (B)(4), product type; recharger. Product ID: 37746, serial# (B)(4), product type; programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID: 37754, serial# (B)(4), product type; recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).